Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple button alarm 22 while placed in a case. Customer had elevated blood glucose levels (350 mg/dl). Customer delivered a bolus to stabilize blood glucose levels.